Manufacturer narrative:
From the information provided, a general reagent issue can be excluded. An interfering factor can be excluded. Assays from different manufacturers can generate different results. This relates to the overall setups of the assays, the antibodies used, differences in reference materials, and the standardization methodology used. The investigation did not identify a product problem.

Manufacturer narrative:
Na.

Event description:
The initial reporter questioned the results for 2 patient samples tested for elecsys ft4 iii (ft4 iii), elecsys tsh (tsh), and elecsys ft3 iii (ft3 iii) on a cobas e801 module. The samples were submitted for investigation where discrepant results were identified for tsh between the customer¿s e801 module, an e801 module used at the investigation site, a cobas e 411 immunoassay analyzer used at the investigation site, and the abbott architect method. Refer to the attached data for the patient results. No questionable results were reported outside of the laboratory. The customer¿s e801 module was 1752-03. The e801 module serial number used at the investigation site was (B)(4). The e411 analyzer serial number was (B)(4). The tsh reagent lot number used with the e801 module at the investigation was 631966 with an expiration date of 30-sep-2023. The tsh reagent lot number used with the e411 analyzer was 581577 with an expiration date of 30-nov-2022.